Event description:
It was reported that the rigid video scope had a black image. The issue occurred during preparation for use/prior to sedation for a therapeutic cholecystectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. No device problem found. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a temporary contact failure due to deposits on the electrical contacts of the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the rigid video scope had a black image. The issue occurred, during preparation for use, prior to sedation for a therapeutic cholecystectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.